Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and to fix the issue, fse replaced faulty cable on cardiosave trainer and tested. All ok.

Event description:
It was reported that during an in-house training by the customer, the cardiosave intra-aortic balloon pump (iabp) had a faulty trainer. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).